Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device was no longer alarming for high blood glucose alerts. Their blood glucose level during the incident was unknown. They performed a audio test and the device failed. The device will not be returned for analysis.